Manufacturer narrative:
(B)(4). Date of event: publication year of 2016. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : transanal single port surgery for mid and high rectum tumours author : I. Capuano, l. Franceschilli, c. Iafrate, n. Di lorenzo, a.l. Gaspari, p. Sileri. Citation: surg endosc (2016) 30:s63¿s156. The objective of this study was to report the authors¿ experience with minimally invasive treatment of mid and high rectum lesions using a single port device. There were 14 patients (10 females, 4 males) with either t1 cancer (n = 6), gist, or large adenomas (n = 7) who underwent single port transanal surgery from november 2009 to october 2013. The median age of rectal cancer patients at the time of surgery was 62 years (range 36¿73 years). The procedure was performed by inserting a laparoscopic surgery port into the anal canal. A hook-type monopolar electrocautery or harmonic scalpel were used for dissection after the creation of a pneumorectum. The mean distance of the lesions from anal verge was 11.7 centimetres. All cases of transanal single port surgery were successfully completed. The complications included 1 urinary tract infection, 1 subcutaneous emphysema and 1 haemorrhoidal thrombosis. In conclusion, the authors reported that the single port transanal microsurgery is a simple, safe and effective technique, with a short learning curve for laparoscopic surgeons already proficient in single-port procedures.